Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring higher peep than set was confirmed. In addition, ventec observed that its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift.

Event description:
It was reported to ventec that the ventilator measured higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).